Manufacturer narrative:
Technician asked the account to verify the head down lockout is unlocked. No further information on the repair of the bed is available at this time.

Event description:
The account alleged the head down does not work electrically. But when the head down button is used, the knee lowers. No injury reported.